Event description:
Customer reported patient experienced a loss of best corrected visual acuity. Left eye, distance monovision, seems great. Vision comes and goes throughout the day. Patient states blurry at time of testing. Best corrected visual acuity on (B)(6) 2013 was 20/40 pin hole on the right eye.

Manufacturer narrative:
Evaluation codes - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.